Event description:
Customer reported battery malfunction, detected during a preventive maintenance. No pt involvement reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.